Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the contact failure due to the foreign material, the liquid or corrosion, also the water immersion into the subject device, the failure of the camera cable. They were attributed to the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) was informed from the user that the image of the subject device was disappeared when the cable of the subject device was bended at the unspecified procedure preparation. At the incoming inspection for the repair, the service department of olympus (B)(4) could duplicate the phenomenon that the image turned to black and having horizontal lines. It was also found the followings, the corrosion was found inside the connector between the ccd unit and the cable the ccd unit was defective (it had the defective buttons and there was the corrosion) the cable unit was defective (it was broken and it made the cable not insulated, and there was the corrosion in the connector). There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.